Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the tip of the customer's healix awl broke during a rotator cuff procedure. Rep confirmed that the device did not break in patient that it was broken prior to being placed on tray. The case was completed with another like device. There were no adverse patient consequences or delay. The device was discarded by the customer facility and rep was unable to provide a lot number for the device.

Manufacturer narrative:
Additional information received from our sales rep indicates the complaint device did not break, it was dented or bent at the tip, nothing fell off of the device into the patient. A meeting was held on (B)(6) 2017 with customer quality group management and engineers to review the event and the information received from our sales rep. A determination was made in the meeting that the event is not reportable to health authorities. We are filing this supplemental medwatch to indicate this complaint event is not a reportable event.

Event description:
The sales rep reported via phone that the tip of the customer's healix awl broke during a rotator cuff procedure. Rep confirmed that the device did not break in patient that it was broke prior to being placed on tray. The case was completed with another like device. There were no adverse patient consequences or delay. The device was discarded by the customer facility and rep was unable to provide a lot number for the device. The following information was received via phone from our sales rep on 4-24-2017 to clarify the way in which the complaint device was considered to be broken; the sales rep stated that the tip of the complaint device was dented / bent slightly, and that nothing fell off of the device.